Event description:
It was reported that the procedure happened approx one year ago. The case was an arterial case. The stent delivery system (sds) was being advanced up and over the horn and was positioned. Upon deployement it was noted that there was no stent on the sds balloon. While viewing under fluoro, the stent was found outside the sheath. A smaller balloon was used to deploy the stent in an unintended site.